Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose.  The customer¿s blood glucose level was greater than 400 mg/dl at the time of the incident. The customer's current blood glucose was 126mg/dl. Troubleshooting was performed and the customer indicated that there could be a possible occlusion.  The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event.  The insulin pump was not on auto mode at the time of the incident. No further patient complications were reported. The customer will continue to use the device. The product will not be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w = 6.7w, retainer ring = black, case = ngp. Customer returned pump for alleged insulin flow blocked alarm and possible under delivery observed on 29-sep-2022. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The p-cap/reservoir lock properly into place. Unit passed dat test at (.0874) inches. No unexpected insulin flow blocked alarms noted during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 85.85 units of normal bolus was delivered on 29-sep-2022 between 00:00:55.000 and 23:55:46.000. Confirmed pump alarm insulin flow blocked alarm started on sep/29/2022 00:10:54.000 through sep/29/2022 13:59:42.000 six times in pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Under delivery not confirmed. Customer allegation for insulin flow blocked alarm was not confirmed. No unexpected insulin flow blocked alarms noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.

Event description:
Insulin pump had insulin flow block alarm. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit. The customer stated that the insulin did not exit tubing. The insulin pump was returned for analysis.